Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device logs were not provided so no review could be performed. Unfortunately no samples were returned to brézins for further investigation. No other complementary information were provided other than that the replacement of pressure sensors solved the reported issues. Due to this lack of information the events cannot be confirmed and the cause remains unknown. A CAPA has been opened on defective pressure sensors as of july 2020, but as this event is not confirmed it cannot be directly linked to it. This complaint is not confirmed. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Upstream pressure sensor failure.